Event description:
It was reported that during a coronary stenting treatment procedure a product mix-up occurred. The physician was treating the 80% stenosed mid left anterior descending artery (lad) and he called for a liberte bare stent but was handed a taxus liberte stent instead. After the procedure it was realized that a drug eluting stent has been implanted rather than a bare metal stent. The taxus liberte stent was successfully implanted with timi 3 flow with 0% stenosis. The patient was put on heparin, asa and plavix. The patient's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found, and the device met all specifications. The root cause is determined to be user error because the device was selected in error.